Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016, on the abdomen. Calibration was performed while the error reading symbol displayed. No additional event or patient information is available. Labeling indicates: when your display device has system errors, you may not receive any sensor glucose readings and you should not calibrate.